Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/22/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings:a review of the pump¿s black box history showed that unexplainable power reboots were recorded on 08/06/2014. The battery compartment was intact. The pump case was found to be cracked in the right hand corner of the display area. During testing, the pump powered on to a blank display with audio tones and vibrations functional. The returned battery cap was able to be fully secured to the pump and was used to complete testing. There was no evidence of moisture contamination found inside the battery compartment. No ¿intermittent power¿ events occurred during investigation. A leak test was performed and a leak was found at the crack in the pump case. The pump case was removed and evidence of moisture contamination was found inside the pump on the display flex cable and connector. The complaint that the pump was losing power intermittently was not able to be adequately investigated due to the blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion behind the display. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.